Manufacturer narrative:
On january 11, 2024, mentor received clarification regarding the device identity. The following device information was updated: lot: 272427. Serial number: (B)(6). Expiration date: 12/27/2008. Device manufacture date: 1/8/2004. On january 30, 2024, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 06, 2024, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Additionally, an area of shell abrasion was found at the edge of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. On february 09, 2024, mentor became aware that information was omitted from the previous report. The date of implantation was provided as an estimate and found to conflict with the manufacturing date of the device. Follow-ups were performed, but no clarification was received. If additional information is received, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2024, mentor became aware the manufacturing record evaluation was inadvertently omitted from the previous report. Manufacturer¿s reference number: (B)(4) in the previous report, h10 additional manufacturer narrative should have included the following information. A manufacturing record evaluation (mre) was performed for the updated lot number, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The reported lot number doesn't correspond to a finished device, but the information is being submitted regardless as this is the information that was provided to mentor. As such, the reported lot cannot be reviewed, and no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with 300cc mentor memorygel breast implants. Post-operatively, the patient experienced a rupture of her left prosthesis, which was confirmed during a computerized tomography scan. As a result, the patient underwent removal surgery on (B)(6) 2024. The reported lot doesn't correspond to a finished device, but the information is being submitted regardless as this is the information that was provided to mentor. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.